Manufacturer narrative:
A definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the femoral augment screw dislodged from the femoral trial during surgery. The screw was found on a post-op x-ray. A second surgery performed the same day was required to remove the screw.